Event description:
On (B)(6) 2012, customer reported a 10 ml leak of isoton iii from the lh750 analytical station. The leak was contained within the instrument. Customer stated that she was running a patient control for hgb when the leak was discovered. Customer ran four patient controls to confirm that the hemoglobin (hgb) results were erroneously low. No erroneous results were reported outside of the laboratory. The hgb result from only one of these runs was provided. Customer stated that the samples were repeated on the lab's hmx instrument and those results were considered correct. It is unknown if any flags were generated as printouts were not provided. There was no death, injury or change to patient treatment attributed to or associated with this event. Field service engineer (fse) inspected the instrument and observed that the hgb cuvette did not completely drain, which caused a diluted hbg reading. Fse found replaced tubing that had a small hole in it. Fse also replaced the hgb cuvette. Service activity performed was verified to meet the specified requirements per established procedures, and results met published performance specifications.

Event description:
Field service engineer (fse) evaluated the instrument and observed that the hemoglobin (hgb) cuvette did not completely drain, which caused a diluted hgb reading. This then caused startup to fail for hgb due to the blank reading low, and the instrument alerted the operator to an instrument problem. Fse found that tubing at valve 6 (vl6) had a small hole in it. Fse replaced the tubing and the hgb cuvette. There was no spill onto critical components. Service activity performed was verified to meet the specified requirements per established procedures, and results met published performance specifications. The root cause of the leak for this event was the hole in the tubing at vl6. The root cause of the erroneous hgb result was the hgb cuvette and the leak.